Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the manual override work to open the jaws? If no, how was the device removed? If no, did the jaws eventually open?

Event description:
It was reported by the affiliate that during a laparoscopic sleeve gastrectomy procedure, the gun locked out upon the third firing. Staff could not get the reverse button to work. It was believed that the battery may have ran out. Surgeon used a new same like product to continue. Delay of five minutes. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and has been revised to not reportable. It appears the manual override did open the jaws ¿ the jaws may have only advanced marginally, locking out the device and when surgeon operated the manual override it moved the knife blade back. However, because this is only a small movement, he felt the knife blade did not appear to move and the jaws did not seem to open immediately. The gun released from the tissue at some point during this process.